Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.2-2.8 inr. Pt went to the lab the day after testing because of bleeding from an ulcer.

Manufacturer narrative:
Investigation pending.